Event description:
Information received that the foot end casters do not hold when set in the brake position. No injury reported.

Manufacturer narrative:
Technician found the bed in a storage area. The foot end casters do not hold when set in the brake position. Replaced the left and right foot end casters to resolve this issue.